Event description:
The customer reported to customer service that the battery casing that plugs into the electrical outlet split into 2 pieces, leaving exposed wires and electrical components.

Manufacturer narrative:
A replace transformer was sent to the customer. In follow up with the customer she stated that she started to notice the casing of the transformer housing started to crack and when she went to pull it in, the inner circuit sparked. The customer did not have the lot number at the time of call. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product unsuccessful. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.